Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after initiating pump therapy, including an episode requiring emergency services, with a recorded lowest glucose of 40 mg/dl and approximately one hour under 70 mg/dl; the device provided low and urgent low alerts, and the user treated with oral carbohydrates including glucose tablets, sos packets, soda, and food. Symptoms included sweating, shakiness, and general malaise. Outcomes included temporary functional impairment requiring emergency assistance without hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an undetermined cause for hypoglycemia. It was concluded that the event was consistent with hypoglycemia of unclear cause.